Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products identified that the shims exhibited signs of repeated use and the ball bearings and springs had disassembled. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a previous design issue which was addressed accordingly through corrective action process. This device was manufactured before the design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03553 and 0001822565-2019-03554. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A tibial articular surface provisional shim was returned via the worn instrument return program, and was found to be missing a ball bearing. There was no known patient involvement.